Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touchscreen was working. A field service engineer (fse) logged in and tested the touchscreen, rebooted the pyxis and logged into the desktop and then went to the hardware test application and tested both the keyboard and the screen. All were working as intended. The fse rebooted the pyxis again and checked the health of the station and it was in the green. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ar_vasc_1 device touchscreen was slow to respond, resulting in discrepancies. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.